Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle did not retract, after wearing the pod longer than 48 hours, indicating a failure of the needle mechanism. The blood glucose (bg) levels were unaffected.